Event description:
Legal notification rec'd indicated that "deep second-to-third degree burns on the medial and superolaterol aspect of the margin where the cautery pad was applied." The pt had underwent a hysteroscopic electrosurgical vaporization of the uterine leiomyomaia. The pt required scar revision.